Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope and was admitted to the hospital. Upon device interrogation, the patients lowest documented heart rate was 38 beats per minute. Additionally, the device was found to be in safety mode and loss of capture was identified. Consequently, the device was explanted and replaced the same day the observations were made. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. Several attempts were made to locate the device, and it was found that the explanting facility has not released it for return to boston scientific. If the device is returned, technical analysis will be performed, and a supplemental report will be provided at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. The device case was opened and detailed analysis did not find evidence of any failure in the device hybrid components or its battery; therefore, the root cause of this observation could not be confirmed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope and was admitted to the hospital. Upon device interrogation, the patients lowest documented heart rate was 38 beats per minute. Additionally, the device was found to be in safety mode and loss of capture was identified. Consequently, the device was explanted and replaced the same day the observations were made. No additional adverse patient effects were reported. The device was returned for analysis. The device was returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope and was admitted to the hospital. Upon device interrogation, the patients lowest documented heart rate was 38 beats per minute. Additionally, the device was found to be in safety mode and loss of capture was identified. Consequently, the device was explanted and replaced the same day the observations were made. No additional adverse patient effects were reported. The device was returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Follow up report 3 (correction): h11 field was updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope and was admitted to the hospital. Upon device interrogation, the patients lowest documented heart rate was 38 beats per minute. Additionally, the device was found to be in safety mode and loss of capture was identified. Consequently, the device was explanted and replaced the same day the observations were made. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.